Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional tricuspid regurgitation (tr), enlarged right atrium, rotated heart, tethered short septal leaflet and gap in the valve for a triclip procedure. During the procedure, one triclip was implanted successfully. When the clip was deployed, a single leaflet detachment (slda) occurred, and the clip was no longer attached to the septal leaflet. An additional second triclip was selected and implanted successfully. Imaging was difficult. Per the physician, slda was due to the anatomy. All steps were performed as per IFU. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to pre-existing patient anatomy. The cause of the reported difficult leaflet grasping and difficult imaging were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.